Event description:
Information received reports patient has had an infection at the lead site since implant. Patient reports greenish drainage from that location that never really went away. She was given 10 days of keflex and still the infection was present and she now had a seroma. She was placed on another antibiotic but the wound was not drained. She was scheduled for an incision and drainage surgery but ended up in the emergency room with a fever, swollen ankles and the incision was very red and sore. She was treated with IV vancomycin and was told it was too late to do cultures since she had been on antibiotics. Patient does not want to lose her stimulator because of infection as it has been very effective in controlling her pain. She currently has weekly appointments with her hcp and has continued to receive IV antibiotics. Additional information has been requested and if received a follow up report will be sent.

Manufacturer narrative:
(B)(4).